Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise, double counting and triple counting. The patient presented to the clinic and the noise was reproducible with rolling on bed maneuvers. Technical services (ts) was contacted, and ts discussed that small signals and muscle noise resulted in the delivered shock. The s-ICD system remains in service. No adverse patient effects were reported.